Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, it was reported by a sales representative via (B)(4) that a 0481-100 guide wire gripper handle would not stay closed or clamped while the surgeon was malleting wire down the tibia canal. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 0481-100 batch 211598 was received for evaluation. Upon visual inspection, discoloration was observed throughout the device. Functional testing was conducted by operating the device¿s open and closed ratchet mechanism. The ratchet exhibited signs of weakness and functional deficiencies, as it felt loose during operation. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.